Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system would lock up. No patient injury was reported.